Event description:
Reportable based on device analysis completed on 23-nov-2022. It was reported that inflation failure occurred. The moderately stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery. A 1.20mm x 8mm emerge balloon catheter was advanced for dilatation. The balloon was inflated third times with 5 seconds each inflation, however, the balloon failed to inflate. The procedure was completed with another of the same device. There were no patient complications reported and the patient is stable. However, returned device analysis revealed a balloon longitudinal torn.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge over the wire balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded. At 4mm from the tip of the device, there was a 2mm longitudinal tear to the balloon. Product analysis confirmed the reported event, as the balloon had a longitudinal tear.